Event description:
A peritoneal dialysis (pd) therapy. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment for this event was not reported. At the time of this report, the patient was recovered from the event. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.